Event description:
It was reported that a malfunction alarm occurred with the customer's pump, identified by malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Tandem technical support assisted the customer in resetting the pump, but the malfunction recurred. As a result, cts sent replacement pump. The customer was informed about using multiple daily injections (mdi) and a backup pump for insulin delivery in the interim.